Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent an infraumbilical hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported the patient underwent revision surgery on (B)(6) 2018 by the surgeon at the hospital. It was reported that he pain, adhesions, mesh adherent to bowel, small bowel obstruction, recurrence, and inflammation. No additional information was provided.